Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section d4: the unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. Section d4: expiration date & primary unique device identification (UDI) number is unknown/ not provided. Section h4: device manufacture date is unknown / not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective stimulation and discomfort at ipg site. Targeted pain pattern is back and legs. Surgical intervention was undertaken wherein the system was explanted.